Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a system error 341 did not occur. A review of the event history log revealed multiple system error 341 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed input/output board. The input/output board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an error 341 positional interrupt during an infusion. The event was also repeated in the biomedical shop. The event occurred during delivery at the general patient ward. There was no known patient injury or medical intervention associated with this event. No additional information is available.